Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The reported hypotension appears to be related to procedural conditions. Hypotension and tissue injury, listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were the results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat atrioventricular functional mitral regurgitation (mr) with a grade of 4 and dilated left atrium. A steerable guide catheter (sgc) was performed per instruction for use (IFU) and inserted. However, after the dilator was removed from the sgc, the patient¿s blood pressure dropped to the 30s. It was noted that there were no signs of air, electrocardiogram (ECG) changes, or pericardial effusion was observed. Bosmin was administered and blood pressure returned to baseline. However, mr worsened significantly and the valve leaflets completely dehiscenced. To maintain hemodynamics, an intra-aortic balloon (iabp) was placed, and the procedure was continued. Two mitraclip xtw clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. In the physician¿s opinion, the suction (20-30mm into the syringe), while removing the dilator, reduced preload, and made it impossible to maintain blood pressure. There was no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat atrioventricular functional mitral regurgitation (mr) with a grade of 4 and dilated left atrium. A steerable guide catheter (sgc) was performed per instruction for use (IFU) and inserted. However, after the dilator was removed from the sgc, the patient¿s blood pressure dropped to the 30s. It was noted that there were no signs of air, electrocardiogram (ECG) changes, or pericardial effusion was observed. Bosmin was administered and blood pressure returned to baseline. However, mr worsened significantly and the valve leaflets completely dehiscenced. To maintain hemodynamics, an intra-aortic balloon (iabp) was placed, and the procedure was continued. Two mitraclip xtw clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. In the physician¿s opinion, the suction (20-30mm into the syringe), while removing the dilator, reduced preload, and made it impossible to maintain blood pressure. There was no clinically significant delay in the procedure. The patient was reported to be discharged.